Event description:
Customer reported that the paramedics were called to attend him due to low blood glucose. The blood glucose reading at the time the paramedics arrived was below 40 mg/dl. Customer stated that he was having issues with his sensors prior to the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.